Event description:
Our son (B)(6) has passed due to brain tumor. We suspect it's due to his CPAP equipment used which is not a philip's device but it is a res med air curve 10. We noticed in the area where we would place the distilled water at times would turn brown. We would like to have the device tested for cancerous chemicals. Would like direction on how to proceed with this asap. If someone can reach out to us at (B)(6) we would appreciate it. We look forward to hearing from you. Thanking you in advance for your assistance. (B)(6).